Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that the customer passed away on (B)(6) 2019 due to diabetic ketoacidosis. It was reported by the customer¿s wife that the customer was suffering from the flu which made the customer¿s blood glucose rise to 600 mg/dl. The customer was taken to the emergency room and passed two hours later. The customer was wearing the insulin pump at the time of death. The insulin pump is not expected to return as the caller does not have the insulin pump.